Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user received a replacement ilet pump and experienced difficulty pairing a dexcom g7 sensor during setup, including an initial incorrect pairing code and prolonged pairing attempts that paused insulin delivery for about one hour; the user also noted the replacement pump was smaller and required a different belt clip. Symptoms included hyperglycemia, with a reported blood glucose of 217 mg/dl, without associated symptoms. Outcomes included temporary interruption of insulin delivery with subsequent monitoring and no hospitalization. Investigation included remote troubleshooting and education to shut down the old device, toggle bluetooth, restart the ilet, enter the correct g7 pairing code, and complete pairing and setup. Investigation of this case revealed user setup and pairing errors with the cgm, resolved through correct sensor code entry and device restart, and a non-clinical accessory fit issue requiring a new belt clip. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing and code entry, with device function restored after guided steps.